Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's spectra was replaced due to infection on (B)(6)2015. No additional patient complications were reported in relation to this event.

Event description:
It was reported the patient will have his spectra penile prosthesis revised because the patient is "suffering from pain and probably infection". No additional patient complications were reported in relation to this event.